Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery (lad). The 3.5 x 20mm liberte bare mr stent delivery system was advanced, but was unable to cross the lesion. The device was removed and the stent edge was noted as lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery (lad). The 3.5 x 20mm liberte bare mr stent delivery system was advanced, but was unable to cross the lesion. The device was removed and the stent edge was noted as lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte-veriflex device with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damage and crossing difficulty. A thorough analysis of the returned device could not confirm the reported stent damage and crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Review of all information available for consideration was insufficient to determine a definitive root cause of the reported stent damage. The most probable root cause was considered not confirmed. (B)(4).